Event description:
It was reported that the right ventricular (rv) lead thresholds were high. The lead could not be repositioned due to patient anatomy, so the rv lead was placed in the atrium and the atrial lead was moved to the ventricle. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.